Event description:
Post ptca/stent procedure mynx closure device was placed right groin. Sterile dressing applied in cath lab and site was soft without hematoma. On transfer of pt to recovery, pt complained of tingling "right groin". Upon evaluation of right groin, large hematoma 6x5 in was noted. Manual pressure applied to site with pressure device. Hematoma resolved and pt discharge home next day.